Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised due to migration of the shell into a vertical position. The shell, 2 screws, head and liner were revised. Rep confirmed there are no allegations against the revised head and liner.